Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic surgery, on fissure and parenchyma transection, the first cartridge was not acting on the handle and did not fire. The second cartridge was able to fire and the staple line was incomplete on the distal side. They used a new cartridge to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.